Event description:
The pt is pursuing a product liability claim arising out of the use of metasul head generic. It was reported by the pt's counsel that his client received metasul head generic on (B)(6) 2005 and underwent revision surgery on (B)(6) 2008 due to unk reasons.

Manufacturer narrative:
The manufacturer did not received devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. Should additional info become available and/or the device (s) be returned for eval and an investigation result be available, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. Zimmer reference number (B)(4).